Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step and experienced high blood glucose, but specific value was not known. Customer contacted technical support, was educated on properly removing air from cartridge, and was guided through filling and loading new cartridge; after changing tubing and repeating fill tubing while disconnected from infusion site, drops of insulin were seen and issue was resolved, and customer successfully resumed insulin delivery.